Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced hypotension, bradycardia and dizziness. The reporter stated that the patient went to the emergency room (ER) for other reasons and then developed the symptoms. The ER doctor wanted to stop the pump but there was limited knowledge of the pump and they did not have a programmer. The reporter noted that the patient had a refill on (B)(6), 2012. The medication used in the pump was morphine (concentration and dose unknown). Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: product type catheter. (B)(4).